Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observations: the type ib endoleak is refuted but rather, there was a type ia endoleak with sac growth by 5mm. The event is most likely device-related. Procedure-related harms included a type ii endoleak. The final patient status could not be determined, however, the patient was reported stable and awaiting a diagnostic angiogram. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Concomitant medical products and therapy dates - remove fs071216-09 device code - remove 1354 result code - remove 3233 conclusion code - remove 11.

Event description:
Additional information received per clinical assessment refuting the reported type ib endoleak and rather, a type ia and type ii endoleaks with aneurysm enlargement were confirmed present at the time of the event.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was previously implanted with an ovation ix sealing system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial implant, a type ib endoleak from the limb evidenced by contrast jetting from the limb into the aaa sac was discovered by an ultrasound. An angiogram will be performed to confirm in december. There have been no additional patient sequelae reported.